Event description:
It was reported that a 65 yo male patient, initial left knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 3 years 3 months post the initial procedure. The patient complained of pain. Loose femur indicated. No surgical delays reported. The patient was last known to be in stable condition following the event. No devices returning due to ¿chain of command.¿ due to recall hospital will not release the implants.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. 200-07-35 - advanced patella 35mm 3 peg implant. The revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the device was not returned for evaluation.